Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the cable connecting the motor protection switch to the power contactor was burned. There was no patient involvement nor personal harm to anyone as a result of discovering the thermal damage. Additional information was provided by the biomed during follow-up. The biomed stated that the area underneath the wire connection between the motor protection and the power contactor became discolored. The biomed added that the connection of the casing was not melted. The biomed stated that there was not any observed burning smell, smoke, spark, flame, or arcing. Replacement wires were ordered and installed to resolve the reported issue. The biomed confirmed there were no blown fuses and no local power grid issues on or around the event date when the thermal damage was identified. The biomed indicated that the failure was found during troubleshooting for an initial pump alarm failure that was received during the t1 test. The biomed added that membranes on stage 1 were foul and as a result the membranes in stage 1 and 2 were replaced. The biomed stated there are no parts available to be returned for physical evaluation.

Manufacturer narrative:
Plant investigation: the reported thermal damage on the electrical connection to the motor protection switch can be confirmed by means of the provided picture. The thermal damage likely was caused by a bad electrical contact. This resulted in high contact resistance and thermal power loss, which resulted in the reported thermal damage. This failure pattern is known issue that covered by an internal CAPA project. Corrective actions were defined and implemented. The design of the crimped cable lug was changed. The affected device was built before the implementation of the CAPA and was still equipped with the old design of the crimped cable lugs at time of the failure according the provided picture. Machine files were not provided so it cannot be determined if the motor protection switch was either eventually pre- damaged due to frequent run-dry errors or by not considering the required cool-down time of 120 seconds before resetting the motor protection switch. The problem was solved by replacing the wiring attached to the motor protection switch. A device history record (DHR) and review of similar complaints are not required.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the cable connecting the motor protection switch to the power contactor was burned. There was no patient involvement nor personal harm to anyone as a result of discovering the thermal damage. Additional information was provided by the biomed during follow-up. The biomed stated that the area underneath the wire connection between the motor protection and the power contactor became discolored. The biomed added that the connection of the casing was not melted. The biomed stated that there was not any observed burning smell, smoke, spark, flame, or arcing. Replacement wires were ordered and installed to resolve the reported issue. The biomed confirmed there were no blown fuses and no local power grid issues on or around the event date when the thermal damage was identified. The biomed indicated that the failure was found during troubleshooting for an initial pump alarm failure that was received during the t1 test. The biomed added that membranes on stage 1 were foul and as a result the membranes in stage 1 and 2 were replaced. The biomed stated there are no parts available to be returned for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.